Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing was detached from connector on (B)(6) 2022 for first event and (B)(6) 2022 for three events. The issue occurred with four similar types of infusion sets prior to insertion while set still in packaging. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.